Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient cannot turn either of the implants on since (B)(6) 2018. The hcp was directed to page a manufacturer representative (rep). No further complications were reported.